Event description:
It was reported via phone call that customer¿s insulin pump alarmed for no delivery even after changing complete set. Customer¿s blood glucose at time of incident was 355mg/dl. Customer states that insulin was squirting out like there was a blockage. Troubleshoot was performed for high blood glucose but troubleshoot for no delivery was declined by customer. Customer advised to revert back to the backup plan per hcp. Pump not be return for analysis but infusion set was to be replaced.